Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had been dry for about one or two weeks. A pump refill was done. Patient had been seen by the health care professional since the refill and was noted ¿doing fine.¿ the drug delivered via the pump was unknown.